Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged. The lead was not used and another was implanted. It was also reported that the right atrial lead parameters were not ideal, which necessitated repositioning, however the "electrode" (helix) could not be rotated. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.